Event description:
In 2008 the caller reported that an 8dct tracheostomy tube was disconnected from the flange. At about nine days later, the caller reported further "found tracheostomy flange sutured to the patient's neck and the tracheostomy tube was disconnected from the flange and was free floating in the patient's neck". "The sutures were cut and the trach tube was removed and replaced." "The patient was bagged throughout the incident and there was no drop in spo2 and no patient harm". The caller had no other information.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available and/or, the tracheostomy tube is returned for failure investigation, a follow up report will be submitted should any significant new information result.